Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial flutter (afl) ablation after three points had been taken on the c3 map the patient became hypotensive and bradycardic (48 bpm). No pericardial effusion was noted. The patient went into vf and was shocked twice to restore sinus bradycardia. The physician abandoned the procedure. The patient was stable at the time of the event and was admitted and monitored. Follow up with the customer was performed to obtain additional information of the event and case cancellation details and on (B)(6) 2013 bwi was informed that the patient expired on (B)(6) 2013. The initial event resulted in a neurological lack of blood flow in the patient. The patient received CPR and intubation. The outcome of the event was worsened and finished in patient's death. The patient baseline condition was severe pulmonary compromise and the patient had thoracentesis 1 day prior to the procedure. The patient also had a mental medical history. The physician's opinion regarding the causality of the event was reported unrelated to procedure or device.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert: us catalog #: s7001, serial #: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) ablation after three points had been taken on the c3 map the patient became hypotensive and bradycardic (48 bpm). No pericardial effusion was noted. The patient went into vf and was shocked twice to restore sinus bradycardia. The physician abandoned the procedure. The patient was stable at the time of the event and was admitted and monitored. Follow up with the customer was performed to obtain additional information of the event and case cancellation details and on (B)(4) 2013 bwi was informed that the patient expired on (B)(6) 2013. The initial event resulted in a neurological lack of blood flow in the patient. The patient received CPR and intubation. The outcome of the event was worsened and finished in patient's death. The patient baseline condition was severe pulmonary compromise and the patient had thoracentesis 1 day prior to the procedure. The patient also had a mental medical history. The physician's opinion regarding the causality of the event was reported unrelated to procedure or device. Upon receipt the returned device was visually inspected and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was within specifications. The catheter also passed the deflection test. Finally, the catheter was tested for eeprom and calibration functionality. The catheter failed during calibration functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to an internal pc board failure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the investigation it was found that the catheter failed due to a pc board issue; however this failure is not related with the patient condition. Therefore the root cause of the patient expiration remains unknown.